Event description:
Devilbiss healthcare was notified of a device malfunction involving an oxygen concentrator by the provider, who stated that the power cord has exposed wires. The device is past its stated five-year use life. The instruction manual for this device includes warnings stating "improper use of the power cord and plugs can cause a burn, fire or other electric shock hazards. Do not use the unit if the power cord is damaged. Ensure the mains power cord is fully inserted into the concentrator connector (230 volt units) and the power cord plug is completely inserted into a fully functioning ac wall outlet. Failure to do so may cause an electrical safety hazard." There is no allegation of fire, sparks, or smoke. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. Devilbiss healthcare will file an update if additional information becomes available.